Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of dysphagia is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with belkyra using skin grid. At an unspecified time later, patient developed swelling and dysphagia of the submental area. Patient has been transferred from a regional hospital to monash. At an unspecified time later, patient had pus drained due to possible staph infection.